Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service representative directed the customer to release the circuit breaker. The system was tested by the customer and found to be working as intended and put back in service.